Event description:
It was reported that the right ventricular lead was explanted and replaced due to noise. No further information was available.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned for analysis. As received, visual analysis found two external insulation abrasions at 36.2 to 37.0 cm and 42.1 to 42.9 cm from the connector pin consistent with friction to another device or feature of the heart near the distal region. The reported event was isolated to the external insulation abrasion found on the lead. Correction: describe event or problem should have been as shown above.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to noise. The patient was stable after the procedure.